Event description:
Pt receives medicinal gaseous oxygen usp. Recently, the complainant has been using latex free tubing. Prior to this time, the complainant used latex tubing. Whenever the complainant used the latex free tubing, they immediately had an allergic reaction- sick stomach, throat shutting off and difficulty breathing. As a result, pt switched back to the latex tubing, with no adverse effects. However, pt is not able to obtain latex tubing from their medical supply, explaining that FDA has recently required mfrs & distributors to discontinue the latex tubing and only sell the latex free tubings. Pt is inquiring as to how they could receive latex free tubings. Pt is inquiring as to how they could receive latex tubing from an overseas distributor or MFR.